Event description:
Related manufacturer reference number: 3006705815-2024-01980. It was reported patient's leads had low impedances which prevented patient from having an MRI. Patient underwent surgical intervention on (B)(6) 2024 during which the leads were found slightly migrated. As a result, the leads were repositioned. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.